Manufacturer narrative:
Eval summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Thigh pain [pain in extremity], myositis [myositis], popliteal pain (knee) [arthralgia]. Case description: spontaneous report received on (B)(4) 2009, from a consumer, via a company rep, regarding a female pt (age and initials not provided). On an unspecified date, about one month ago, the pt was treated with a series of synvisc injections into both knees at an unk dose and frequency administered via intra-articular route. The pt's relevant medical history includes bilateral gonarthritis. The pt suffered from coxarthritis and had a hip replacement as a treatment. Following the surgery, the pt experienced hip dislocation. The pt underwent three operations. On unk dates the pt received three synvisc injections into both knees. Following the second synvisc injection, the pt experienced moderate bilateral thighs pain. Following the third synvisc injection, the pt experienced intense thigh pain. The event of thigh pain persisted whereas knee pain improved. According to the pt, the physician diagnosed myositis. The intensity of the event myositis was unk. Creatine phosphokinase was not measured. There was no other suspected medication with regard to myositis. As of the date of receipt of this report, the pt's outcome was unk. Concomitant medications reported included acetaminophen (paracetamol). The relationship between the event and synvisc therapy was not provided. Add'l info received on 06/16/2009 from pt's rheumatologist. The rheumatologist is planning to perform a magnetic resonance imaging (MRI) of quadriceps. Creatine phosphokinase was measured and the result was not yet available. On an unspecified date the pt has been complaining of bilateral calf pain which resolved spontaneously. As of the date of receipt of this report, a marked improvement of thighs pains has been observed by the rheumatologist. The reporter did not provide the relationship between the event of myositis and synvisc therapy. Investigation summary received on 06/26/2009: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. F/u info was received on 06/29/2009 from the rheumatologist regarding a (B)(6) female pt, initials (B)(6). On (B)(6) 2009, the pt started a series of synvisc injections into both knees at a dose of 3 x 2 ml in an interval of one week apart administered via intra-articular route. The pt received three synvisc injections, the first being administered on (B)(6) 2009, the second on (B)(6) 2009, and the last on (B)(6) 2009. On (B)(6) 2009, 48 hours following the second synvisc injection, the pt experienced moderate thigh pain. On (B)(6) 2009, following the third synvisc injection, the pt experienced intense thigh pain. The event of thigh pain was serious (caused disability/incapacity) and moderate in intensity according to the rheumatologist. The pt was treated with nsaids during three weeks and di-antalvic (acetaminophen and dextropropoxyphene). The result of the creatine phosphokinase was normal. The planned magnetic resonance imaging (MRI) of quadriceps was not performed because the thigh pain resolved. As of the date of receipt of this report the pt had recovered after one and a half months of the event onset date. The rheumatologist assessed the relationship between the events and synvisc therapy as definitely related. Add'l info received on 06/30/2009 from the consumer. The pt's relevant medical history included that the pt was contraindicated for MRI because of hip prosthesis and relatively contra-indicated for x-ray because of radiodermatitis which she experienced when she was (B)(6) during the therapy for eczema and which required skin graft on her hand. The pt reported that she still has thigh pain even if the situation had improved. The pain was localized on thighs near the patella. The pt complained of persisting popliteal pain on both backsides of her knees. An ultrasound examination was planned to be performed. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.